Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states chair is jerking to the left and then continues to go straight intermittently every minute or so.